Event description:
It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient the same day (patient age and weight unknown). According to the complainant, during the procedure, the ptfe coating on the wire peeled off inside of the patient. The coating separated from the wire, but did not fully detach. Another jagwire was used; however, the procedure was not completed due to other factors. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual inspection of the returned device revealed that the teflon sheath flare separated from the distal tip. It was stripped and split exposing the core wire, which was severely bent. There are no anomalies noted with the wire that may have caused or contribute to the failure. The exact root cause and/or circumstances under which the failure occurred can not be determined at this time based on the complaint information and the evidence presented by the incident device; however, the most likely root cause of this event is that procedural factors may have contributed to the device failure. The slit within sheath may have been caused by a tight torque or sharp object that split the jacket during insertion or retrieval of the device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.